Event description:
It was reported that the temperature of the product did not go up above 25 degrees celsius. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Visual and functional testing was performed. A product sample was received and sent to the supplier for investigation/evaluation. Performed functional tests after filling water tank and attached tempcheck. The reported issue was not duplicated. The device was later returned, and the investigation determined a main board design failure was escalated to a CAPA. The device operated to specification and was warming properly, however, replaced main printed circuit board (pcb) as preventive maintenance.